Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and pain. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell, brown particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp, broken sharp and wear abrasion. Based on the device analysis the final assessment is: - one opening crease sharp in the side radius assessed as fold flaw opening. -a sharp edge broken in the side posterior assessed as unidentified (tear) opening. - missing shell assessed as inconclusive.

Event description:
Healthcare professional reported rupture and pain. The device has been explanted. This record relates to the left side.